Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-38402.

Event description:
Customer requested assistance with the sensor error alarm he had received. The customer also reported receiving a calibration error on his insulin pump. He also reported that his sensor would stop reading once it reaches a certain minimum and maximum. He also reported a high blood glucose incident. His blood glucose was over 400 mg/dl. No additional information provided.